Event description:
A customer reported intermittent high hemoglobin results generated by the coulter lh 750 hematology analyzer for three patients when compared to 2 reruns on 2 additional lh 750 instruments, which the customer considered correct. The erroneous results were reported out of the laboratory; however, patient treatment as not affected by the event. The results amended are reported. Data review showed the original runs on the first lh750 (sn (B)(4)) generated erroneous hemoglobin, mch and mchc results. Each patient sample was run on a second and third lh 750 instrument with similar correct results obtained for each parameter reported. The customer only provided lis printouts therefore flagging could not be assessed. Raw data has been requested but is no longer available this MDR documents the event from patient #1 which was analyzed on (B)(4) 2012. The event of (B)(6) 2012, are documented in MDR 1061932-2012-02670 and 1016932-2012-02671, respectively. Patient 1 was analyzed on (B)(6) 2012, on lh750 (sn al26235) and the sample was rerun on (B)(6) 2012 on 2 additional lh750 instruments (sn (B)(4)). Please refer to the attached patient results. The customer did not provide patient demographic or sample information. Per customer, controls were ran before and after the event and recovered within range.

Manufacturer narrative:
A field service engineer (fse) was on site and found the tubing was old and loosened at the fitting to the wbc bath to have a leak. The fse did not observe a leak but did note dried reagent on the tubing at the fitting indicating a previous leak of clenz. The fse changed the tubing from y-fitting fy21a to the wbc bath, vc3, as well as actuators 12a, 12b, 12d, 12f, 6, and 4a to ensure proper flow the fitting to resolve the leak and intermittent high hemoglobin result issue. The failure mode of the event was the fitting from the wbc bath from fy21-a (fitting 21-a) and vc3 (vacuum chamber 3).